Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the malfunction with the customer over the telephone. The customer was advised to clean and inspect the bezel, and the interior of the graphic user interface (gui), and / or replaced the touchframe printed circuit board (pcb). The customer informed that they had replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue.

Event description:
It was reported that, a ventilator graphic user interface (gui) touchscreen became inoperable. There was no patient involvement.